Event description:
This procedure was performed in (B)(6). The customer states that the radiofrequency generator was turned on and the closurefast catheter was connected. A message was shown that the connected closurefast catheter is invalid, please connect another device. The procedure was converted to vein stripping and completed without further incident. Patient age, gender: not provided. Please reference MDR numbers 2183870-2015-00103 and 2183870-2015-000114 that are also associated to this complaint.

Manufacturer narrative:
Evaluation of the returned generator was conducted. The generator was activated with a test catheter and the reported event could not be duplicated. There was no abnormality confirmed during testing. All tests passed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4)